Event description:
It was reported post op a gastric band procedure, the port had flipped. The removed port was in the locked position and two hooks placed in the fascia. Surgeon sutured the same port to the pt, but did not replace the port. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 4/1/2009. Info is unavailable; device was not returned for evaluation.